Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast cancer. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast reconstruction with a 550cc mentor cpx 4 breast tissue expander and experienced postoperative right-sided breast cancer. As a result, the patient¿s expander was replaced with a 500cc mentor smooth round moderate plus profile prosthesis (catalog #: 3502500, lot #: 9371038) on (B)(6) 2019. Multiple attempts were made to obtain additional details regarding this event. However, no further information has been received at this time. A supplemental report will be submitted if additional information becomes available in the future.

Manufacturer narrative:
On (B)(6) 2020, after additional review of the complaint information, mentor concluded that there is no apparent adverse event or malfunction reported regarding the event. The patient was a cancer patient. With the available information, the exchange appears to be part of a staged reconstruction only. If additional information is received in the future, a supplemental report will be submitted. The date of implantation was updated from (B)(6) 2018 to (B)(6) 2019. Since only the lot number was provided for the device, the date was estimated based on the earliest invoice date from the lot number. The relevant filed has been updated. The investigation on the suspected medical device was completed. Investigation summary: the device was visually inspected, and no apparent damage was found. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).